Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("moderate pelvic pain"), embedded device ("the first essure coil embedded in uterine wall") and genital haemorrhage ("excessive heavy bleeding") in a 37-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: intentional device use issue "she placed the second essure coil in the ostia adjacent to the embedded coil". The patient's past medical history included delivery. Concurrent conditions included general anesthesia since 9-feb-2007. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("the first essure coil embedded in uterine wall"), menometrorrhagia ("irregular and extremely heavy menstrual periods with passage of clots/ her menstrual cycle was becoming heavier and longer"), fatigue ("fatigue"), depression ("depression that worsened during her cycle"), arthralgia ("joint pain"), joint swelling ("joint swelling"), rash ("rashes"), abdominal distension ("bloating") and disturbance in attention ("difficulty concentrating"). The patient was treated with norethisterone acetate (aygestin), surgery (a total robotic hysterectomy with bilateral salpingectomy and cystoscopy on (B)(6) 2016 and surgery (a total robotic hysterectomy with bilateral salpingectomy and cystoscopy on (B)(6) 2016. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, genital haemorrhage, device expulsion, menometrorrhagia, fatigue, depression, arthralgia, joint swelling, rash, abdominal distension and disturbance in attention outcome was unknown. The reporter considered abdominal distension, arthralgia, depression, device expulsion, disturbance in attention, embedded device, fatigue, genital haemorrhage, joint swelling, menometrorrhagia, pelvic pain and rash to be related to essure (ess205). The reporter commented: on or around 09-jan-2007 physician recommended replacement of the right essure because the right coil being unsuccessfully placed. On 09-feb-2007, plaintiff underwent a second essure procedure on the right side under general anesthesia. Patient was prescribed medications such as birth control pills to try and control the symptoms. Since the removal of the essure devices, plaintiff's symptoms have nearly or completely resolved. Diagnostic results: on 27-dec-2006 ,the hsg showed no patency of the left fallopian tube was seen. On the right, there was a similar linear density representing a contraceptive catheter. It overlies the distal ampullary region of the uterus and tube but the fallopian tube on the right is patent. This small catheter segment lies outside the right fallopian. On 09-feb-2007 the operative report from the second essure procedure on the right side noted that the first essure coil was embedded in uterine wall, and that she placed the second essure coil in the ostia adjacent to the embedded coil. On 19-jul-2007, plaintiff underwent a second hsg test which showed that both tubes were successfully occluded. The hsg test states that there were ¿three metallic structures within the fallopian tubes, two on the right and one on the left¿. On august of 2016 where continued testing was done, including an endometrial biopsy (which was normal). The operative report noted that adhesions were present. The pathology report noted that the fallopian tubes had metal coils in them that attached to the uterine wall. Most recent follow-up information incorporated above includes: on 29-mar-2018: essure complaint received from lawyer department. On 27-dec-2006 ,the hsg showed no patency of the left fallopian tube was seen. On the right, there was a similar linear density representing a contraceptive catheter. On 09-feb-2007 the operative report from the second essure procedure on the right side noted that the first essure coil was embedded in uterine wall, and that she placed the second essure coil in the ostia adjacent to the embedded coil. On 19-jul-2007, plaintiff underwent a second hsg test which showed that both tubes were successfully occluded. The hsg test states that there were ¿three metallic structures within the fallopian tubes, two on the right and one on the left¿.on august of 2016 where continued testing was done, including an endometrial biopsy (which was normal). The operative report noted that adhesions were present. The pathology report noted that the fallopian tubes had metal coils in them that attached to the uterine wall. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('moderate pelvic pain') and embedded device ('the first essure coil embedded in uterine wall/migration') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "2 devices in right tube". The patient's medical history included delivery. *on (B)(6) 2006 ,the hsg showed no patency of the left fallopian tube was seen. On the right, there was a similar linear density representing a contraceptive catheter. It overlies the distal ampullary region of the uterus and tube but the fallopian tube on the right is patent. This small catheter segment lies outside the right fallopian. On (B)(6) 2007 the operative report from the second essure procedure on the right side noted that the first essure coil was embedded in uterine wall, and that she placed the second essure coil in the ostia adjacent to the embedded coil. On (B)(6) 2007, plaintiff underwent a second hsg test which showed that both tubes were successfully occluded. The hsg test states that there were ¿three metallic structures within the fallopian tubes, two on the right and one on the left¿. On (B)(6) 2016 where continued testing was done, including an endometrial biopsy (which was normal). The operative report noted that adhesions were present. The pathology report noted that the fallopian tubes had metal coils in them that attached to the uterine wall. Concurrent conditions included general anesthesia since (B)(6) 2007. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive heavy bleeding"), device expulsion ("the first essure coil embedded in uterine wall"), intentional device use issue ("she placed the second essure coil in the ostia adjacent to the embedded coil"), menometrorrhagia ("irregular and extremely heavy menstrual periods with passage of clots/ her menstrual cycle was becoming heavier and longer"), fatigue ("fatigue"), depression ("depression that worsened during her cycle"), arthralgia ("joint pain"), joint swelling ("joint swelling"), rash ("rashes"), abdominal distension ("bloating"), disturbance in attention ("difficulty concentrating"), hypersensitivity ("allergy symptoms/hypersensitivity") and autoimmune disorder ("autoimmune symptoms"). The patient was treated with norethisterone acetate (aygestin) and surgery (a total robotic hysterectomy with bilateral salpingectomy and cystoscopy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, genital haemorrhage, device expulsion, intentional device use issue, menometrorrhagia, fatigue, depression, arthralgia, joint swelling, rash, abdominal distension, disturbance in attention, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal distension, arthralgia, autoimmune disorder, depression, device expulsion, disturbance in attention, embedded device, fatigue, genital haemorrhage, hypersensitivity, intentional device use issue, joint swelling, menometrorrhagia, pelvic pain and rash to be related to essure (ess205). The reporter commented: on or around (B)(6) 2007 physician recommended replacement of the right essure because the right coil being unsuccessfully placed. On (B)(6) 2007, plaintiff underwent a second essure procedure on the right side under general anesthesia. Patient was prescribed medications such as birth control pills to try and control the symptoms. Since the removal of the essure devices, plaintiff's symptoms have nearly or completely resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: study documented bilateral essure stent tubal occlusion. Hsg stated she had two devices in the right tube.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('moderate pelvic pain') and embedded device ('the first essure coil embedded in uterine wall/migration') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "2 devices in right tube". The patient's medical history included delivery. *on (B)(6) 2006 ,the hsg showed no patency of the left fallopian tube was seen. On the right, there was a similar linear density representing a contraceptive catheter. It overlies the distal ampullary region of the uterus and tube but the fallopian tube on the right is patent. This small catheter segment lies outside the right fallopian. On (B)(6) 2007 the operative report from the second essure procedure on the right side noted that the first essure coil was embedded in uterine wall, and that she placed the second essure coil in the ostia adjacent to the embedded coil. On (B)(6) 2007, plaintiff underwent a second hsg test which showed that both tubes were successfully occluded. The hsg test states that there were ¿three metallic structures within the fallopian tubes, two on the right and one on the left¿. On august of 2016 where continued testing was done, including an endometrial biopsy (which was normal). The operative report noted that adhesions were present. The pathology report noted that the fallopian tubes had metal coils in them that attached to the uterine wall. Concurrent conditions included general anesthesia since (B)(6) 2007. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive heavy bleeding"), device expulsion ("the first essure coil embedded in uterine wall"), intentional device use issue ("she placed the second essure coil in the ostia adjacent to the embedded coil"), menometrorrhagia ("irregular and extremely heavy menstrual periods with passage of clots/ her menstrual cycle was becoming heavier and longer"), fatigue ("fatigue"), depression ("depression that worsened during her cycle"), arthralgia ("joint pain"), joint swelling ("joint swelling"), rash ("rashes"), abdominal distension ("bloating"), disturbance in attention ("difficulty concentrating"), hypersensitivity ("allergy symptoms/hypersensitivity") and autoimmune disorder ("autoimmune symptoms"). The patient was treated with norethisterone acetate (aygestin) and surgery (a total robotic hysterectomy with bilateral salpingectomy and cystoscopy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, genital haemorrhage, device expulsion, intentional device use issue, menometrorrhagia, fatigue, depression, arthralgia, joint swelling, rash, abdominal distension, disturbance in attention, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal distension, arthralgia, autoimmune disorder, depression, device expulsion, disturbance in attention, embedded device, fatigue, genital haemorrhage, hypersensitivity, intentional device use issue, joint swelling, menometrorrhagia, pelvic pain and rash to be related to essure (ess205). The reporter commented: on or around (B)(6) 2007 physician recommended replacement of the right essure because the right coil being unsuccessfully placed. On (B)(6) 2007, plaintiff underwent a second essure procedure on the right side under general anesthesia. Patient was prescribed medications such as birth control pills to try and control the symptoms. Since the removal of the essure devices, plaintiff's symptoms have nearly or completely resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: study documented bilateral essure stent tubal occlusion hsg stated she had two devices in the right tube.. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received: test added, event :autoimmune disorder, hypersensitivity and device use issue added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('moderate pelvic pain') and embedded device ('the first essure coil embedded in uterine wall/migration') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "2 devices in right tube". The patient's medical history included delivery (two cesarean deliveries). *on (B)(6)2006 ,the hsg showed no patency of the left fallopian tube was seen. On the right, there was a similar linear density representing a contraceptive catheter. It overlies the distal ampullary region of the uterus and tube but the fallopian tube on the right is patent. This small catheter segment lies outside the right fallopian. On (B)(6) 2007 the operative report from the second essure procedure on the right side noted that the first essure coil was embedded in uterine wall, and that she placed the second essure coil in the ostia adjacent to the embedded coil. On (B)(6) 2007, plaintiff underwent a second hsg test which showed that both tubes were successfully occluded. The hsg test states that there were ¿three metallic structures within the fallopian tubes, two on the right and one on the left¿. On (B)(6) 2016 where continued testing was done, including an endometrial biopsy (which was normal). The operative report noted that adhesions were present. The pathology report noted that the fallopian tubes had metal coils in them that attached to the uterine wall. Concurrent conditions included general anesthesia since (B)(6) 2007, gravida ii since (B)(6) 2007, parity 2 since (B)(6) 2007, panic attacks since (B)(6) 2007, fibroids since (B)(6) 2007 and dysmenorrhea since (B)(6) 2007. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive heavy bleeding"), device expulsion ("the first essure coil embedded in uterine wall"), intentional device use issue ("she placed the second essure coil in the ostia adjacent to the embedded coil"), menometrorrhagia ("irregular and extremely heavy menstrual periods with passage of clots/ her menstrual cycle was becoming heavier and longer"), fatigue ("fatigue"), depression ("depression that worsened during her cycle"), arthralgia ("joint pain"), joint swelling ("joint swelling"), rash ("rashes"), abdominal distension ("bloating"), disturbance in attention ("difficulty concentrating"), hypersensitivity ("allery symptoms/hypersensitivity") and autoimmune disorder ("autoimmune symptoms"). The patient was treated with norethisterone acetate (aygestin) and surgery (a total robotic hysterectomy with bilateral salpingectomy and cystoscopy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, genital haemorrhage, device expulsion, intentional device use issue, menometrorrhagia, fatigue, depression, arthralgia, joint swelling, rash, abdominal distension, disturbance in attention, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal distension, arthralgia, autoimmune disorder, depression, device expulsion, disturbance in attention, embedded device, fatigue, genital haemorrhage, hypersensitivity, intentional device use issue, joint swelling, menometrorrhagia, pelvic pain and rash to be related to essure (ess205). The reporter commented: on or around (B)(6) 2007 physician recommended replacement of the right essure because the right coil being unsuccessfully placed. On (B)(6) 2007, plaintiff underwent a second essure procedure on the right side under general anesthesia. Patient was prescribed medications such as birth control pills to try and control the symptoms. Since the removal of the essure devices, plaintiff's symptoms have nearly or completely resolved. Insertion date updated as per mr- (B)(6) 2006to (B)(6) 2006 2-3 coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: study documented bilateral essure stent tubal occlusion hsg stated she had two devices in the right tube.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-jun-2021: medical record received : reporter information, medical history and rcc were added. Insertion date was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("moderate pelvic pain") and genital haemorrhage ("excessive heavy bleeding") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia since (B)(6) 2007. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("irregular and extremely heavy menstrual periods"), fatigue ("fatigue"), depression ("depression that worsened during her cycle"), arthralgia ("joint pain"), joint swelling ("joint swelling"), rash ("rashes"), abdominal distension ("bloating") and disturbance in attention ("difficulty concentrating"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy and cystoscopy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menometrorrhagia, fatigue, depression, arthralgia, joint swelling, rash, abdominal distension and disturbance in attention outcome was unknown. The reporter considered abdominal distension, arthralgia, depression, disturbance in attention, fatigue, genital haemorrhage, joint swelling, menometrorrhagia, pelvic pain and rash to be related to essure (ess205). The reporter commented: patient was prescribed medications such as birth control pills and aygestin to try and control the symptoms. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.